Manufacturer narrative:
This report is being filed on an international product, list number 08p07-74 and there is a similar product distributed in the us, list number similar us ln 8p07-21/-31 . An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false non-reactive alinity I hiv ag/ab combo and provided the following data for 1 patient: (= 1.0 s/co is reactive) on (B)(6) 2024, sample ID (B)(6) abbott alinity I hiv ag/ab combo was 0.18. After centrifugation, retest result was 0.16. Maccura instrument was 10.654s/co, positive. The retest result using colloidal gold was positive. The customer believes that the abbott results are false negative and did not report out the abbott results to the patient¿s physician. There was no impact to patient management reported.

Event description:
The customer reported false non-reactive alinity I hiv ag/ab combo and provided the following data for 1 patient: (= 1.0 s/co is reactive). On (B)(6) 2024, sample ID (B)(6) abbott alinity I hiv ag/ab combo was 0.18. After centrifugation, retest result was 0.16. Maccura instrument was 10.654s/co, positive. The retest result using colloidal gold was positive. The customer believes that the abbott results are false negative and did not report out the abbott results to the patient¿s physician. There was no impact to patient management reported.

Manufacturer narrative:
Section d4 catalogue# and primary UDI # have been corrected.

Manufacturer narrative:
Section b5 updated with additional information: the customer reported that the hiv confirmatory test result was negative. The customer now reports that the negative abbott result was the accurate hiv result. Based upon this new information, this complaint is no longer a reportable event.

Event description:
The customer reported false non-reactive alinity I hiv ag/ab combo and provided the following data for 1 patient: (= 1.0 s/co is reactive). On (B)(6) 2024, sample ID (B)(6) abbott alinity I hiv ag/ab combo was 0.18. After centrifugation, retest result was 0.16. Maccura instrument was 10.654s/co, positive. The retest result using colloidal gold was positive. The customer believes that the abbott results are false negative and did not report out the abbott results to the patient¿s physician. There was no impact to patient management reported. Update: the customer provided additional information on 4 july 2024. The customer reported that the hiv confirmatory test result was negative. The customer now reports that the negative abbott result was the accurate hiv result.